Manufacturer narrative:
Method: the device will reportedly not be returned to maquet cardiac surgery for investigation. A device lot history review was not performed, as the correct lot number could not be obtained. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal system misfired. When they put the heartstring into the hole and pressed the white button down, it would not deploy. The user assured the reporter that they did release the safety button and that the button did go halfway down and then would not go any further. A new kit was used to complete the procedure. There were no patient effects. The product was discarded.